Event description:
A medtronic representative reported that, while in a spine procedure using synergy spine 2.0.1, the navigation system became unresponsive after the camera was moved. A navigated exam was received from the o-arm, prior to the camera manipulation. After moving the camera, the software proceeded to the exit screen and became unresponsive. A hard re-boot returned the navigation system to normal function and to the navigated exam, allowing the procedure to continue as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report.

Manufacturer narrative:
The software investigation found that the returned version of logs were corrupt upon uncompressed. Therefore, the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.